Event description:
It was reported that patient enrolled in a clinical study underwent left total knee arthroplasty on an unknown date. Subsequently, an arthroscopic procedure was performed on (B)(6) 2004, due to a lateral meniscal tear. There were no components removed or replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown. Date implanted - unknown. Manufacture date - unknown.